Manufacturer narrative:
On 03 january 2017 the r&d project manager performed a preliminary investigation and commented as follows: based on the event description the screwdriver prongs failed as per fragile fracture during screw insertion. It is not clear whether or not screw preparation was properly performed. To ease screw insertion both the drill-bit and the tap instrumentation have to be used.

Manufacturer narrative:
Additional information received on 07 december 2016 and includes: a screw remover was used to finish the case. Batch review performed on 27 december 2016. Lot 1552567: (B)(4) items manufactured and released on 29 february 2016. No anomalies found related to the problem. To date, (B)(4) similar events have been reported on items of this lot.

Event description:
The surgeon was performing an anterior cervical discectomy fusion of the c3-c4 vertebra. When the surgeon was putting in a screw, the tip of the inserter snapped off. No fragments fell into the patient that the surgeon is aware of. The surgeon used a secondary instrument to complete the surgery. There was approximately a 5 minute delay in surgery. The surgery was completed successfully. Instrumentation is available.